Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: when clamp was inserted, a piece of valve fell into cavity. The piece could be retrieved. Used another device to complete the case. No bleeding. No tissue damaged. Operative time not extended more than 30 minutes. No pt inform available. No pt injury reported.